Event description:
Wife of home pt (hp) reported pt line of homechoice set became disconnected from transfer set during treatment and device alarmed with system error 2240. Wife of hps was instructed to discard entire setup and re-start therapy with new supplies. Per hp's wife, there was no pt injury associated with this incident. Hp was given prophylacitc antibiotic 2g vancomycin, ip.